Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800 mg/dl and diabetic ketoacidosis. It was reported that the pump was not delivering boluses as intended and the cartridge was leaking from the customer¿s line. The customer felt ¿sick¿ and the customer¿s son called the paramedics and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with issue resolved and no permanent damage. The customer reverted to an alternate form of insulin therapy.